Event description:
This patient was scheduled for a port-a-cath removal because of initial malfunction. When retreiving catheter, it was observed that about 6" of tubing was missing. An x-ray was taken and showed dthe remaining segment.